Event description:
It was reported that the patient had a loss of therapeutic effect. The patient reports having to go constantly and that she was leaking bad, thus she has to wear a diaper. She had been back to healthcare provider several times. She connected with her implant, stimulation was off, thus it made sense that she couldn't increase stimulation. The patient on program 1 at 3.3, it was too strong so she had to turn it down. Eventually left stimulation at 1.70 where stimulation was comfortable. Since the patient doesn't know when stimulation was turned off, it's possible that she has returned of symptoms the last 3 months, due to the implant being off. The patient's status was unknown. It was reported over a week later that there was a fifty percent orgreater symptom reduction. The cause of the event was not determined. It was device related and reprogramming was needed. The loss of therapeutic effect was reported as sudden. The loss of stimulation was reported as sudden. The patient recovered without permanent impairment. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Event description:
Additional information received reports the patient neurostimulator shuts off then they have accidents. It was reported that the patient only had a year left on neurostimulator, and had a lot of trouble.

Manufacturer narrative:
Concomitant: product ID 3889-28, lot# v560416, implanted: 2010-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).